Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. No product identification information was provided and thus a manufacturing record review could not be conducted. A visual inspection performed on the product found four anchors remaining in cartridge. Functional evaluation revealed that the remaining anchors will not load properly into the test anchor inserter. The complaint was confirmed and the root cause was associated with component failure. Factors that could have contributed to the reported event include damaged or incorrect geometry of the anchor or puck preventing proper loading onto the inserter. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during the procedure, the clip of the "tendon anchors" did not slide out and would not loaded in the inserter. In consequence, it could not be used. The procedure was successfully completed without delay using a back-up device. No patient injuries or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, intended for use in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. No product identification information was provided and thus a manufacturing record review could not be conducted. A complaint history review concluded this was a repeat issue. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.